Event description:
It was reported that during a lap distal gastrectomy, the jaws did not open after the 2nd firing on the blood vessel. The trigger was pulled from the handle and the jaws were opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty, locked out and the orange indicator was found under traveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.